Event description:
During a shoulder repair the nurse opened the sterile pouch and found the anchor was broken. E-mail received confirmed that the device was used and the surgeon pre-drilled with the 3.0mm drill for the bankart repair in good quality bone. A back-up device was available for use. No delay reported and no pt injury or complications resulted.